Event description:
As reported to coloplast, though not verified, the patient reportedly had a restorelle sling implanted in september 2019 and an altis mesh implanted on an unknown date. Reportedly the patient had recurrent cystocele requiring colporrhaphy under general anesthesia, recurrent vaginal wall prolapse, chronic pelvic pain, dyspareunia and hematuria. The restorelle sling was explanted in may 2020. In august 2022 mesh was identified near the vagina. Robotic sacrocolpopexy, mesh excision [altis] and cystoscopy under general anesthesia was performed. The patient reportedly experienced stress urinary incontinence in 2022.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.